Event description:
Device was implanted on 3/24/87. The left cylinder was removed, date not indicated. On 6/12/96 the right cylinder was removed from the pt because it was loose and floppy. An entire malleable device was implanted. Co has requested add'l info.